Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, and the customer continued to use the pump. Technical support advised the caller to contact them again if the malfunction reappears, and the caller confirmed their understanding.